Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as red and swollen. Patient went to her doctor on (B)(6) 2015 for medical intervention. Patient was prescribed mometasone furoate (anti-biotic cream) to alleviate rash. Additionally, patient stated that she has had this same type of skin reaction when using over the counter band aids. At the time of contact, patient stated the rash was "much better now". No additional event or patient information is available.